Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), a pseudoaneurysm was noted at the left femoral arterial access and was treated surgically. No additional adverse patient effects were reported.